Manufacturer narrative:
Retainer ring = black. Customer filed a complaint on (B)(6) 2021 about a crack on the battery compartment. Pump passed the displacement test. Pump could not pass the self test due to partial display. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, pillowing keypad overlay, cracked keypad overlay, corroded battery tube. Verified crack on the battery compartment. Pump exposed to moisture confirmed. Missing segments due to moisture damage. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the battery compartment side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.